Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Troubleshooting with tandem technical support was performed and the cartridge was determined to be the cause for the occlusion. Customer's blood glucose level was 402 mg/dl. Customer had manual injections as alternate insulin therapy.